Event description:
A home pt's (hp) spouse contacted baxter's technical service center (tsc) for assistance in ending automated peritoneal dialysis therapy on the homechoice machine early. Per initial report, a solution bag became disconnected from the supply line of the homechoice set during therapy, the hp then reconnected the solution bag to the set and attempted to continue therapy. The hp then received a "check lines & bags" alarm. Baxter's tsc assisted the hp in ending therapy early. No injury was indicated at the time of the initial report.